Event description:
It was reported that during a routine device replacement procedure, the device set screw for the pace/sense portion of the right ventricular lead could not be tightened, even with multiple attempts. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. The grommet was damaged and the set screw had a rounded socket. It was noted that no issue was identified that required full analysis. (B)(4).